Event description:
Imed pump with heparin infusion began alarming "internal malfunction". Infusion immediately changed over to another pump with no interruption in therapy noted. No harm to pt. Mac switch replaced. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator, lights and alarms. Perform electrical safety inspection. Completion comments: replaced mac assemblies.